Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt was not able to charge the ins. Pt was calling to ask on how to use the device because the manual doesn't have a detail on how to put everything together. During the call pt was charging the handset and the recharger. Agent reviewed information on how to use the recharger, communicator and what app to use to connect them to the handset. Pt confirmed they were able to connect the communicator to the handset and accessed the my stim app showed therapy is on and 62% on the handset. When pt tried to connect the recharger to the handset, they were able to reach the screen where the handset showed charging with 0-0-0 reading at the bottom. Agent reviewed recharging best practices. Pt tried to move the recharger around but still no difference then suddenly the call got disconnected. No symptoms were reported. Additional information was received. It was reported the cause of the charging issue was inability to obtain lock on between battery and charger. It was noted that after repeated attempts the patient was unable to achieve success. The patient's physical problems were too severe to allow them to cause success with the system. The patient had numerous difficulties with the handheld computer. The patient never knew which screen would appear after activation. The patient had to charge the system every morning for two hours and the battery was dead by 4pm. The patient unplugged everything, placed them in the containers they came in and put them in storage.